Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high; cause was not known. Customer administered a manual insulin injection and was awaiting a call back from the emergency department. However, the customer reported the high bg resolved. During troubleshooting with technical support, there were no issues identified with the cartridge, infusion set cannula/tubing or insulin. No issues were identified with the pump. Reportedly, customer changed the infusion set and resumed pump therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.